Manufacturer narrative:
A medtronic representative went to the site to perform a system checkout. The system passed checkout and no issues were found. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used outside of a procedure. It was reported that the system was driven into a door frame by site staff and now the system will not take any exposures. There was no patient involvement.